Manufacturer narrative:
The investigation is not yet completed, investigation results are pending. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that decreased light source, can't see image because of no light. No procedure or patient involvement. No negative impact in state of health reported.

Manufacturer narrative:
Per manufacturer's investigation results: during the manufacturer's technical inspection, the error description provided by the customer "decreased light source, can't see image because of no light" was confirmed. Based on the defects identified during the technical inspection, it is concluded that the cause of the described fault is the wear of the adhesive at the tip of the c-mac blade, which was caused by wear during use and the reprocessing process. The wear of the adhesive allows liquid to penetrate the blade, which affects the electronics and dims the light. According to the IFU visual as well as functionality should always be checked before every use to avoid injuries and damages to the product. Furthermore, a spare device should be available in case the device fails during use. This event is filed under internal complaint ID (B)(4).